Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months post placement procedure in the right internal jugular vein, the fluid leak was allegedly found at the connection with the stem of the port. It was further reported that the tear was allegedly found at the level of the tip of the stem. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that two days post post placement in the right internal jugular vein, fluid leak was allegedly found near the connection with the stem of the port. It was further reported that a tear was allegedly found at the level of the tip of the stem. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter segment was returned for evaluation. Gross visual, microscopic, tactile evaluation and functional testing were performed on the returned device. Therefore, the investigation is inconclusive for the reported fracture and fluid leak issues as the port stem was not received for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.